Manufacturer narrative:
The cause for the discordant reactive advia centaur (B)(6) result is unk. The customer declined service - no further action taken. No further evaluation of the device is required.

Event description:
A reactive advia centaur (B)(6) result and a non-reactive (B)(6) total result were obtained for a pt sample and reported. The physician questioned the results. The customer performed repeat (B)(6) and (B)(6) total testing on two different advia centaur systems and the results were the same. The pt sample was sent out to another laboratory for testing and run on the advia centaur xp system. The same results were obtained. It is unk if pt treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.